Event description:
Customer reports to have physical damage of insulin pump. Customer reports to have fallen and cracked display screen. Customer's blood glucose was 130 mg/dl. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window and cracked reservoir tube lip. No cracks on lcd window noted during visual inspection.